Event description:
It was reported that during a ptca procedure, when the balloon was loaded onto the guide wire, resistance was encountered. The balloon catheter was pulled back and the tip detached. Reportedly, there was no patient injury.